Event description:
Initial info received from a physician on (B)(6) 2012: a (B)(6) female pt initiated poly-l-lactic acid (sculptra aesthetic) (lot # and expiration date unk) for cosmetic purpose. Prior to poly-l-lactic acid used, beginning in 2001, the pt has received collagen, collagen/lidocaine hydrochloride (zyplast), restylane, and hyaluronic acid. The pt's first session was in (B)(6) 2005. It was one vial total used, with 6 cc dilution. The 2.5 cc was used on the left and 2.7 cc on the right. Small depot injections were used on the temple, check, marionette lines, and nasolabial areas. The second session was in (B)(6) 2005, with one vial used, same dilution and in the same areas. The third session was in (B)(6) 2005 with one vial, with omission of the chin. The results were good. The reporter saw the pt next in (B)(6) 2007 and the pt received one vial on (B)(6) 2007 in the cheeks and temple only, approx 2.15 cc on each side. No further injections have been used since (B)(6) 2007 of poly-l-lactic acid. Since then, the pt received botulinum toxin type a (botox) regularly about every 6 months and hyaluronic acid (juvederm) in the nasolabial fold, but only poly-l-lactic acid in the temples and cheeks. On (B)(6) 2012, the pt went to the reporter's office with what she thought was a mosquito bit or insect bite on her temple. It was a non-inflammatory, visible nodule on her temple. The physician thought it was an inclusion cyst or lipoma that did not go away. It felt hard and deep. The reporter removed part of the fibrous tissue and sent it to the lab for analysis. The lab originally thought it was a foreign body reaction to keratin or it was the pattern of a ruptured cyst. The reporter spoke with (B)(6), who suggested she had the lab polarize the sample. The physician had the lab report for a more detailed description. Since (B)(6) 2012, the pt went to another physician who treated with injectable cortisone, two other nodules in the cheek area. The pt reported over the last 10 days, significant hot flashes, but denies sweating, and cramping. She saw a hormonal specialist that thought her thyroid was low and prescribed armour thyroid. The pt took this for a couple of days and then stopped due to side effects. The physician referred her to an ob/gyn to determine if she was peri-menopausal. No medical history and concomitant medications provided. No further relevant info provided. (B)(4).